Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the circular seal was cut and disengaged. The trocar, cannula, obturator and duckbill seal appeared intact. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut and disengaged circular seal may occur when sharp contact is made with a surgical instrument during clinical application. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when inserting mesh down the trocar during a laparoscopic hernia repair, the trocar had a damaged seal, and it fell into the patient's cavity. It was retrieved using a grasper. Another trocar was opened and used to complete the case. There was no patient injury.